Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the customer was preparing to infuse the patient, the pre-flushing joint checked the patency, and found that the round hole on the side of the joint was leaking.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the customer was preparing to infuse the patient, the pre-flushing joint checked the patency, and found that the round hole on the side of the joint was leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 09-sep-2022 h6: investigation summary our quality engineer inspected the sample and video submitted for evaluation. Bd received one video which displays a q-syte attached to the luer end of an extension tubing. The user is flushing the q-syte using a luer slip syringe. Throughout the video, liquid can be seen coming from the vent hole as the q-syte is flushed. This likely indicates that there is a tear in the q-syte septum column wall or bottom disk. A leak test was performed on the returned q-syte using a luer lock syringe. Leakage was observed through the vent holes of the top body which is indicative of a column tear. Further evaluation disclosed a tear along the column wall. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. As the device has been opened and used over 4 days (based on feedback), it cannot be determined with certainty whether the defects originated during manufacturing or use of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the video submitted for evaluation. Bd received one video which displays a q-syte attached to the luer end of an extension tubing. The user is flushing the q-syte using a luer slip syringe. Throughout the video, liquid can be seen coming from the vent hole as the q-syte is flushed. This likely indicates that there is a tear in the q-syte septum column wall or bottom disk. The reported issue was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. As the device has been opened and used over 4 days (based on your feedback), it cannot be determined with certainty whether the defects originated during manufacturing or use of the device. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly per the quality control plan to mitigate the risk from this type of defect. During use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in its damage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the customer was preparing to infuse the patient, the pre-flushing joint checked the patency, and found that the round hole on the side of the joint was leaking.